Event description:
It was reported that a patient underwent an unspecified dental procedure on an unknown date in 2022 and suture was used. The product had a defect at the time of suturing and broke when it was used in the patient's mouth. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/18/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history review : a manufacturing record evaluation was performed for the finished device lot number ap9227/13502t, and no non conformances / manufacturing irregularities were identified.